Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during a routine device changeout, insulation abrasion was noted on the right ventricular lead. The lead was explanted and replaced.